Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator was oversensing in both the atrial and ventricular channel resulting in inappropriate mode switching. It was suspected by the clinician that electromagnetic interference was the cause of the noise. The patient was brought in for follow-up on (B)(6), and noise was unable to be reproduced in clinic via isometrics and pocket manipulation. Programming changes were discussed but not made and the patient will continue to be monitored remotely.